Event description:
New information noted that the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital experiencing discomfort. Upon interrogation, it was noted that the pacemaker was found in backup vvi. No intervention was performed and the patient experienced no adverse events.